Event description:
It was reported that during an unknown procedure, the device did not have a clip in the jaws right out of the packaging and the jaws cut the vessel. It is unknown how the cut vessel was repaired. The same device was used to complete the procedure. No adverse consequences reported. The device was discarded.

Manufacturer narrative:
(B)(4) information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: (B)(6).